Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise resulting in inappropriate mode switch on the atrial lead. Programming changes were performed to resolve the issue. The patient condition was stable.